Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that they needed a new display sent to them because the display on their mrx defibrillator was "grayed out." There was no pt involvement.